Manufacturer narrative:
E1. Initial reporter addr: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 pza kit, a patient isolate testing run resulted in one (1) suspected false resistant result to pza as the corresponding sire result for the same isolate was susceptible. However, the presence of tb bacteria was confirmed via afb staining and pcr testing. In addition, culture purity was performed using blood agar. There were no health impact or consequences reported.